Event description:
Additional information: in regard to the patient's first infection, the patient experienced an infection around the pump location. After examination, the physician decided to "replace the pump to another place." The patient outcome was reported as "the patient still has spasticity".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced an infection, however it was stated that this was not directly related to pump. Per the physician "they only enlarged the pump pocket and moved around". Following which patient experienced a second infection which has been reported in MFR report # 3004209178-2012-00023. Drug delivered via the device was baclofen.

Event description:
When the physician enlarged the pump pocket, the pump was also moved a short distance. After several weeks of medical treatment, for the infection, it was a success.